Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were unable to connect the communicator to the pump. The patient stated that "system error 0x4ea5676d" appeared on the screen and added that the screen would also get stuck at 90%. The agent had the patient clear running applications and assisted the patient with deleting data. Afterward, the agent walked the patient through myptm; however, a "no device response" message appeared. The agent reviewed proper positioning of the communicator, but it still did not connect. The agent then instructed the patient to reset the communicator, after which a "no device found" message appeared. The agent then had the patient reset both the communicator and the handset; instructed the patient to turn airplane mode on and off; and the patient confirmed that bluetooth and location services were enabled, but when the patient attempted to connect to the pump again, the "no device found" screen appeared once more. The issue was not resolved, so a replacement communicator was requested from the repair department because the ¿no device found¿ and ¿no device response¿ message kept appearing on the screen while connecting to pump and resetting the communicator did not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.